Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during transit a tray fell and the instrument was fractured. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: event could not be recreated but returned instrument confirms the device fractured. The instrument exhibits signs of repeated use (nicked or gouged) and is fractured on medial side of post. Device history record was reviewed and no discrepancies were found. Root cause for fracture is due to tray falling over. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.